Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump rebooted without user intervention. There was no reported patient impact associated with this complaint. The issue was not resolved after changing the battery. The battery cap was able to tighten to resistance.